Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with lower critical limb ischemia. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2x30mm nc coyote¿ es balloon catheter was advanced for dilatation. The balloon was inflated at 30 atmospheres but further dilatations were needed. The device was removed and a 3mm x40mm x 146cm coyote¿ es balloon catheter was then advanced. However, during the initial inflation for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3x150mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and the balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. The tip was damaged. Microscopic examination of the balloon revealed a 9mm longitudinal tear in the balloon wall in the middle of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with lower critical limb ischemia. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 2x30mm nc coyote¿ es balloon catheter was advanced for dilatation. The balloon was inflated at 30 atmospheres but further dilatations were needed. The device was removed and a 3mm x40mm x 146cm coyote¿ es balloon catheter was then advanced. However, during the initial inflation for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3x150mm coyote balloon catheter. No patient complications were reported and the patient's status was good.